Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes, or its employees that the report constitutes an admission that the product, depuy synthes, or its employees caused or contributed to the potential event described in this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. H10 additional narrative: the actual device was returned for evaluation. During repair, an evaluation was performed and it was determined that the device failed pre-test for check function, check for unintended motion, check in "off" mode, check the oscillation frequency with the frequency meter and mode switch test. It was also found that the device when disassembled scratches were found on the motor and the control unit. The solder which connect the angle stick to the motor was removed, and the angle stick could just be pulled off the motor. Furthermore, it was found that the screws were tried to be removed. The found failure led to the conclusion that the device was repaired by an unauthorized third party. Therefore, the reported condition was confirmed. The assignable root cause was determined to be due to unauthorized repair by a third party.

Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes, or its employees that the report constitutes an admission that the product, depuy synthes, or its employees caused or contributed to the potential event described in this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. H10 additional narrative: as of this date, the device has not been returned for evaluation; therefore, the reported condition cannot be confirmed and/or duplicated. UDI: (B)(4).

Event description:
It was reported from thailand that the handpiece device became very hot while pressing the button. It was also reported that the oscillating function is not working at all. It was not reported if the device was used in surgery, or if there was patient involvement. It was not reported if there were any delays in a surgical procedure, or if a spare device was available for use. It was not reported if there were any injuries, medical intervention or prolonged hospitalization. The exact date of this event was unknown but was noted to have occurred in 2023. All available information has been disclosed. If additional information should become available, a supplemental report will be submitted accordingly.